Event description:
Reporter alleged obtaining a discrepant blood glucose result of 194 mg/dl back to back with a result of 97 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he was experiencing some hypoglycemic symptoms at the time of testing and he self-treated with lunch. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he doesn't have the strips used and so no product will be returned for evaluation.